Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information obtained: what was the indication to drain the hematoma? Infection, leukocytosis. Does the surgeon believe that the hematoma was caused by the enseal x1 device? Does not believe it achieved full hemostasis, so yes. If so, what blood vessel was being taken to cause this problem? Superior branch vaginal artery.

Event description:
It was reported that during a procedure, the dr. Was experiencing more bleeding/oozing with the enseal x1 device. The patient returned to the ER one week post-op and a hematoma was discovered. A drain was placed for bleeding. The drain was placed on the left pelvic gutter. The size of the hematoma was 500 cc and was possibly abscessed.